Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# unknown. Product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that the patient couldn't increase or decrease amplitude on a patient programmer. It was reported that the patient hasn't been involved in any accident or experienced any trauma. Recharge level was full and an out of regulation happened since last week, which was implanted over a year ago. Doctor arranging for patient to attend clinic on the (B)(6) 2020. Additional information received reported that the patient¿s device was not explanted and the issue was resolved. It was noted that impedance checked and contact 5 reading greater than 4000. The device was reprogrammed not using contact 5 and the issue was resolved.